Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was experiencing a burning sensation at the lead site when the stimulation was on and off. The pt's physician assessed that it was an incision pain and administered a trigger injection for the pt.